Event description:
During a balloon angioplasty of a failing lower left extremity bypass, sheath was being pulled back from left groin to right groin across the horn. Had difficulty pulling with exchanging the sheaths and sheath was noted to be severed outside the body. Attempted to retrieve and was unsuccessful. Pt had to go to emergently for sheath retrieval. Pt is doing well except for some hemoptysis probably due to rapid intubation.